Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right atrial (ra) lead. It was noted that the lead measurements were within normal limits. The physician was unable to reproduce the noise, and elected to surgically abandon and replace the ra lead. No additional adverse patient effects were reported.